Manufacturer narrative:
Method:device history review; complaint history review; risk assessment. Results: according to the surgical technique: ''based on the fatigue testing results, the physician/surgeon must consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact the performance of the intervertebral body fusion device. (¿) surgeons must instruct patient in detail about the limitations of the implants, including, but not limited to, the impact of excessive loading through patient weight or activity, and be taught to govern their activities accordingly'' furthermore an IFU states that patients who are overweight may be responsible for additional stresses and strains on the device which can speed up implant fatigue and/or lead to deformation or failure of the implant. According to provided records patient is overweight ((B)(6)) with bmi of (B)(6). The combination of patient lifestyle and bmi may have been contributing factors of possible device failure. Conclusion: the reported device remains implanted therefore a plausible root cause cannot be identified conclusively

Event description:
It was reported that the patient started experiencing leg pain post op, came back in for x-ray and collapse was noticed.

Event description:
It was reported that the patient started experiencing leg pain post op, came back in for x-ray and collapse was noticed.